Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and excess oil was noted at the dumbbell and distal joints. A functional evaluation revealed that the dumbbell and distal joint seals had failed and allowed hydraulic fluid to escape. The unit failed the 50 pound weight test. The piston migration was at 1.56 inches, which is indicative of hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be oil loss caused by a failed seals within the dumbbell joint and distal joint. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder procedure the hydraulics are slipping, not holding place. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.